Event description:
It was reported, that the image of the camera head had glare. And was not working properly. The issue occurred, when preparing the device for use. There were no reports of patient harm or injury.

Manufacturer narrative:
A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. And since, the device was not returned for evaluation, the definitive root cause of the image glare and device not working could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 2/2/2024.

Event description:
It was reported that the image of the camera head had glare and was not working properly. The issue occurred when preparing the device for use. There were no reports of patient harm or injury.